Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of huax0287 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
It was reported that during initial tunnelling the tip of the catheter detached. The device was removed successfully form the patient and a new one was placed. There was no patient injury reported.